Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. It should be noted: none of the reported readings are suggestive of hyperglycemia or the need to treat with metformin. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was receiving erratic readings from her adc blood glucose meter. Customer further reported she started getting these readings on (B)(6) 2016 when she got the meter and provided the following examples (none of the readings were received within 10 minutes ¿ it is unknown when the readings were received): 102 mg/dl, 93 mg/dl, ¿lo¿ (a reading less than 20 mg/dl), 52 mg/dl, 43 mg/dl, 32 mg/dl and 101 mg/dl. Customer noted she went to see her healthcare provider on (B)(6) 2016 and was prescribed metformin 500 mg tablets/twice/day, due to the erratic readings, but indicated she only took one tablet. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported she was receiving erratic readings from her adc blood glucose meter. Customer further reported she started getting these readings on (B)(6) 2016 when she got the meter and provided the following examples (none of the readings were received within 10 minutes ¿ it is unknown when the readings were received): 102 mg/dl, 93 mg/dl, ¿lo¿ (a reading less than 20 mg/dl), 52 mg/dl, 43 mg/dl, 32 mg/dl and 101 mg/dl. Customer noted she went to see her healthcare provider on november 10, 2016 and was prescribed metformin 500 mg tablets/twice/day, due to the erratic readings, but indicated she only took one tablet. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This also serves as a correction report. (Date received by manufacturer) was incorrectly documented in the initial MDR 30 day report. The correct date received by manufacturer is november 18, 2016.

Event description:
Customer reported she was receiving erratic readings from her adc blood glucose meter. Customer further reported she started getting these readings on (B)(6) 2016 when she got the meter and provided the following examples (none of the readings were received within 10 minutes ¿ it is unknown when the readings were received): 102 mg/dl, 93 mg/dl, ¿lo¿ (a reading less than 20 mg/dl), 52 mg/dl, 43 mg/dl, 32 mg/dl and 101 mg/dl. Customer noted she went to see her healthcare provider on (B)(6) 2016 and was prescribed metformin 500 mg tablets/twice/day, due to the erratic readings, but indicated she only took one tablet. There was no report of death or permanent injury associated with this event.